Event description:
The pt was implanted with a left ventricular assist device. The lvad coordinator reported that a routine history screen interrogation revealed multiple events recorded including: clock reset, low speed operation and low voltage advisories. The pt denied hearing any alarm conditions at home, or simultaneously disconnecting both power sources. The vad coordinator exchanged the pt's pt cable, battery clips and system controller. Review of the log file had a timer reset at the very end of the file along with a pump disconnect. Pump stops were confirmed. The pump stops appeared to happen while the pt was changing power sources due to a number of power cable disconnects being captured at that time. The cable lot number was not available, because the pt did not bring it into clinic with him. The center will not be returning the equipment to the MFR for review.

Manufacturer narrative:
The hospital reported that none of the equipment would be returned for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.